Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer experienced a blood glucose (bg) level in the 400's mg/dl range and moderate levels of ketones. A manual injection was administered to address the bg level. A pump system check was performed and the occlusion was found to be within the infusion set tubing. The customer changed their infusion set tubing and insulin delivery was successfully resumed. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra is off-label for the pump.